Event description:
A customer initially reported (in 06/2001) that the proseal would not remain inflated and a slow leak was found during the cleaning process. Subsequent info (10 days later) stated that the problem was observed while the mask was in the pt. Add'l details of the case could not be obtained at the time of this report. It was reported that there was no pt injury or problem. The user facility returned the lma for eval.